Manufacturer narrative:
Mindray svc reps replaced the unit's anesthetic gas module.

Event description:
Customer reported an issue with the dpm7 monitor where anesthetic gas readings were incorrect or the unit was not recognizing the correct gas. No pt injury was reported.